Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further analysis revealed cuttings in the insulation which were caused most likely during explant procedure. Blood penetrated the lead in these areas. In summary, a bend in the lead¿s distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.